Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
The physician reported on (B)(6) 2012, that the patient's husband felt that the patient's seizures had increased after vns. No interventions were taken, but the physician indicated that they may disable her device in the future if that is what the patient wishes. Attempts for additional information are underway.